Manufacturer narrative:
(B)(6). The user facility submitted a medwatch, uf/importer report # (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown quantity (reported as ¿a few¿) clearlink system continu-flo solution sets were leaking at the filter. This was noticed during infusing at the hospital. This was further described as ¿patient was receiving ivf, rn walked in and noticed water on the floor and that the IV (intravenous) fluid tubing was leaking. The fluid were leaking at the filter. Rn stopped and changed out the tubing.¿ it was further reported, this occurred before the filter tubing set was due for a change (¿two more days according to the sticker label¿). There was no patient injury or medical intervention associated with these events. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H10: one (1) actual sample was received for evaluation. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Pressure testing was performed which revealed a leak in the nypro check valve. The reported condition was verified. The cause of the condition was due to a material related issue during the manufacturing process.this issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.